Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second and third device were used with the same results. A fourth proglide device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that approximately 1/2 inches of monofilament was exposed at the guide with the needle tip still attached to the rail end. The anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. Possible contributing factors for needle deflection that resulted in the posterior cuff miss include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. Based on the successful testing of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. It was reported that the right common femoral artery was moderately calcified. The proglide instructions for use (IFU) states: the safety and effectiveness of proglide have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site. It could not be determined if this conditioned contributed to the reported experience. Based on the results of the investigation, the probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The additional perclose proglide devices are being filed under separate medwatch MFR numbers.